Manufacturer narrative:
On 02-dec-2021, mentor received additional information about the event. An updated event date of (B)(6) 2021 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses when the left breast prosthesis deflated post implantation. A mammogram showed left breast prosthesis deflation. Additionally, the patient was diagnosed with bilateral breast ptosis by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2021. The removed breast prostheses were discarded after explant surgery. This medwatch report is for the patient¿s right breast prosthesis.